Manufacturer narrative:
The lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Reported information indicates that the patient was experiencing a metal allergy, but it is unknown what metal allergies the patient has. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4) other device used: catalog #00594607001, nexgen fluted stem tibial component, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is undergoing metal allergy tests for an unknown reason. An issue with the implant is suspected.